Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the device's drawer rail failure. A field service engineer replaced hh drawer. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system 10 west drawer failed and not able to be recovered.. The customer reported that the workflow was impacted as they were unable to retrieve the medication from the failed drawer there were no adverse events or injuries reported based on this incident.